Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to an intermittent lack of continuity prior to the connector strain relief. The power (red) and ground (black) wires were cut open. The confirmed malfunction is related to the reported event. The most likely root cause can be attributed to wear at the strain relief, as a result of excessive bending, likely contributing to fraying or breaking of a wire. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient's controller ac adapter was not providing power to the controller and that the controller's led was not lighting up. The event was not associated with any pump stop incidents. The adapter was exchanged with no reported patient consequences.